Event description:
Alizea (B)(4) solia lead (biotronik) implanted (B)(6) 2022. On (B)(6) 2022 (during follow-up), the recorded egm of (B)(6) 2022 09:44 showed an egm presenting minute ventilation alike artefacts. The two other recordings looked more like a pick-up of myopotentials. The physician - thinking the lead was an xfine (which it wasn't) - disabled the minute ventilation sensor. A retrospective review of older follow-up files showed numerous episodes of oversensing. It seems that a couple of days post implant, the lead didn't work any more in bipolar configuration while in unipolar it was functional with a threshold at 1.0 volt but a low lead impedance (< 300 ohm). So both pacing and sensing were set in unipolar (what for sure explains the oversensing). (At a next follow-up the sensitivity will be set above 3.5 mv, as deemed necessary by looking at the sensing histograms) the physician has a couple of questions: 1. Do the episodes indeed represent myopotential oversensing? And does the episode of 14 september 09.44 represent minute ventilation detection?) 2. What potential reasons could explain the bipolar configuration to become ineffective while unipolar was ok (with low impedance) a few days post implant. (Question from subsidiary: if the lead would have been an xfine and the lead would - in bipolar configuration be inefficient - and set to unipolar (sensing / pacing), would that impact the possibility on minute ventilation oversensing)?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Alizea (B)(6) + solia lead (biotronik) implanted (B)(6) 2022. On (B)(6) 2022 (during follow-up), the recorded egm of (B)(6) 2022 09:44 showed an egm presenting minute ventilation alike artefacts. The two other recordings looked more like a pick-up of myopotentials. The physician - thinking the lead was an xfine (which it wasn't) - disabled the minute ventilation sensor. A retrospective review of older follow-up files showed numerous episodes of oversensing. It seems that a couple of days post implant, the lead didn't work any more in bipolar configuration while in unipolar it was functional with a threshold at 1.0 volt but a low lead impedance (< 300 ohm). So both pacing and sensing were set in unipolar (what for sure explains the oversensing). (At a next follow-up the sensitivity will be set above 3.5 mv, as deemed necessary by looking at the sensing histograms) the physician has a couple of questions: 1. Do the episodes indeed represent myopotential oversensing? And does the episode of 14 september 09.44 represent minute ventilation detection?) 2. What potential reasons could explain the bipolar configuration to become ineffective while unipolar was ok (with low impedance) a few days post implant. (Question from subsidiary: if the lead would have been an xfine and the lead would - in bipolar configuration be inefficient - and set to unipolar (sensing / pacing), would that impact the possibility on minute ventilation oversensing)?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.